Event description:
It was reported that a nurse was trying to put the tubing through the pump. The white clamp that goes into the machine had an edging coming up on it. It would not fit into the machine, as it is suppose to and could not be used. Another tubing was opened and used without a problem. Device usage problem: other. Info from enduser stated, that there is a potential for the health care provider to get a pinch on the finger.

Manufacturer narrative:
Evaluation summary: (1) 4170.223 - tube set. This is a sterile tube set that is distributed 10 each per package. The tube set was inspected for any abnormalities, specifically sharp edges. There were no sharp edges found. The tube set was used to set up on a hysteroscope pump at our facility. The white clamp fit correctly onto the pump. Cause of event: product within specification.